Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed an issue that could have contributed to the report of low flows alarms. The lvas was returned assembled with a large amount of native tissue. The pump cable was intact, and the modular cable was returned properly attached to the pump cable. The sealed outflow graft was returned properly attached to the pump cover outlet port with the bend relief properly engaged. The apical cuff was returned and secured with the fully engaged cuff lock. The outflow graft beneath the bend relief revealed a twist adjacent to the graft attachment. The tissue accumulation on the exterior of the graft appeared to have formed around the twist, suggesting that the graft had been twisted for an undetermined period of time while the lvas was supporting the patient. Although a specific cause for the observed twist in the outflow graft could not be conclusively determined through this evaluation, it could have contributed to the reported low flow events, which were confirmed through the evaluation of the system controller log files retrieved from the lvas. In addition, tissue-like clotted blood was observed in the inflow cannula, outflow graft, and pump rotor. Loosely coagulated blood mixed with tissue-like clotted blood was observed in the interior of the pump cover. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in flow through the device. The lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 1 month. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016 . It was reported that a local ER determined the inr was 19.6. Low flow alarms and signs of decompensated heart failure were also observed. The patient was taking aspirin 81mg and warfarin/coumadin 5.5 mg once daily. On (B)(6) 2018, the patient was transferred from local ER to implant center where inr was 5.4 with the goal of 2-3. The lactate dehydrogenase (ldh) was found to be 990 u/l. An echocardiogram suggested pump inflow obstruction. The subject became hypoxic requiring intubation and placement on extracorporeal membrane oxygenation (ECMO). The patient then began having seizures and neurological dysfunctions with poor neurological prognosis. A decision to withdraw life-sustaining support, including lvad, has been made. On (B)(6) 2018, the patient expired. The pump was explanted on (B)(6) 2018. A cause of death was not determined. No further information was provided.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.